Event description:
It was reported that the patient got urinary tract infection by using the purewick female external catheter, and so the patient stopped using the purewick urine collection system. The purewick accessory replacement kit was purchased with the original unit on 20-sep-2021. Per follow up via phone on 23-feb-2022, the user stated that the patient was prescribed with cefuroxime by the doctor to cure the urinary tract and yeast infection. The patient had been using the purewick again and everything was fine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewickt female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Not recommended for patients who are: experiencing skin irritation or breakdown at the site". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got urinary tract infection by using the purewick female external catheter, and so the patient stopped using the purewick urine collection system. The purewick accessory replacement kit was purchased with the original unit on (B)(6) 2021. It was unknown what medical intervention was provided for the urinary tract infection.